Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found that the shaft was buckled. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on december 30, 2016 that an ultraflex tracheobronchial proximal release uncovered stent was to be used in the right main bronchus to treat a malignant stricture during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 30, 2016 that an ultraflex tracheobronchial proximal release uncovered stent was to be used in the right main bronchus to treat a malignant stricture during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.